Event description:
It was observed during the device evaluation that there was foreign material on the objective lens of the colonovideoscope. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material on the lens was component failure; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.